Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no add'l info is available at this time. If add'l info is rec'd, it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the pt has had implants in both hips but she is not sure if the left hip is a stryker or not. The pt states that she rec'd notification about the recall for the right hip. The left hip is asymptomatic but the right hip is experiencing pain. The pt states that she is scheduled for blood tests and an MRI for the right hip.